Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and was ready for use. Isi has not received the usm for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had a universal surgical manipulator (usm) error 319 and 307. The usm was not responding with clutch button. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site to confirm that the procedure was completed with only 3 arms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint to perform failure analysis (fa). Fa was able to reproduce the reported complaint. The usm was tested on an in-house system in normal mode which was disabled by error 319, and the rolling loop was noted as damaged. The unit was tested on a psc fixture test platform (pftp) and failed the fiber test. A gold rolling loop fiber was installed, and the unit passed the fiber test.

Event description:
Refer to h10/h11 for follow-up information.